Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump that displays "occlusion all the time". The event was reported to have occurred upon power up in biomed service. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of "occlusion all the time" was not confirmed during evaluation.device evaluation: no cause was identified for the reported condition; and no repairs were required to resolve the reported problem. Additional information:a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.